Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2012 while vacationing in (B)(6). The patient claimed the error message was appearing intermittently. The patient manages his diabetes with an insulin pump. The patient informed the cca that he was unsure if he took too much or too little insulin due to the alleged issue. Approximately 1 or 2 hours after the issue started, the patient reported developing symptoms of dry mouth and fatigued. The patient denied receiving medical treatment. At the time of troubleshooting, the patient performed a blood glucose test per the cca's request and confirmed he was able to obtain a reading. Replacement product was sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): the patient's symptoms do not meet lfs' criteria of a serious injury. In addition, at the time of troubleshooting, the alleged complaint was unable to be confirmed. On (B)(6) 2012, lifescan received the meter and test strips involved with the complaint and completed device evaluation on (B)(6) 2012, respectively. Investigation was unable to confirm the alleged issue with the returned meter and returned test strips; however, found a secondary issue with the returned meter. There was corrosion found on the returned meter's battery contact. This complaint is now being reported because the returned meter failed testing.